Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. The orientation was observed to be incorrect when device exited endoscope, the sphincterotome was pointing down (incorrect cutting wire orientation). The device was removed from the endoscope and another of the same device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a stimulated bilary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o'clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.